Event description:
Trial patient contacted dexcom technical support on (B)(6) 2015 to report intermittent out of range signal on (B)(6) 2015. The trial patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). Transmitter identification number was provided however it did not pull up the manufacturing date.